Event description:
The customer contacted the company's customer experience team via email to report a suspected systemic allergic reaction to flex disc. The customer inserted a flex disc for the very first time at approximately 2:15pm in the afternoon. At around 6pm she discovered that she had hives all over her body and felt her throat "closing up", so she took benadryl and went to the emergency room. The customer noted that she has eczema and a host of known allergies/sensitivities, including to strawberries, hummus, latex, and silicas found in some cosmetic products which causes severe pain if they come in contact with her skin. The customer also noted she had a severe allergy to cephalosporins, and stated that she had also previously experienced a stevens-johnson syndrome reaction after receiving a rocephin injection which caused her skin to peel from her scalp to her shoulders for months afterwards. The customer states that she removed her flex disc at the hospital at around 7 pm. Customer alleged that her symptoms began to improve within minutes after removal, but stated this could be due to the benadryl she had already taken. The customer also states that she received IV pepcid and IV steroids in the hospital, and was prescribed a course of oral prednisone, oral pepcid, and oral benadryl upon discharge from the emergency room. Following this event, the customer underwent airborne allergen testing. The only positive allergen reaction that came up was for dust mites. Based on the information gathered during this investigation, the allergy testing record provided by the customer, and her history of other severe allergies and reactions, the exact cause of this customer's allergic reaction cannot be determined. The submission of this report is not an admission by the company that the product in question caused or contributed to this event.